Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2013. Product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), ubd: 16-apr-2016, UDI#: (B)(4), product ID: 3776-60, serial/lot #: (B)(4), ubd: 30-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for crps and spinal pain. The reason for call was that pt stated while charging their implant last night, they noticed that a lead was coming out of their back. Pt said they weren't sure what it was at first but the lead was poking their shirt. Pt said they kind of wiggled the lead and the end of the wire came out and broke.